Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that following an unrelated surgical procedure, the patient was not able to effectively communicate with the ipg, and programs did not appear on the patient programmer. After troubleshooting, communication was restored, and a program was added, resolving the issue.